Manufacturer narrative:
Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: rns: model #: a/rns-6803, sn #: (B)(4), device manufacturer date: 12/10/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is monitoring 4 rooms, 2 of which are in communication loss. These devices are showing communication loss on the related remote nurse's station (rns) as well. No harm or injury occurred.

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) was monitoring 4 rooms, 2 of which were in comm loss.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) and remote network station (rns) was monitoring 4 rooms, 2 of which were in comm loss. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) began troubleshooting actions to resolve the issue. Nk ts walked the customer through the steps, but it was determined that biomed assistance was needed. The customer stated they would notify nk ts of any progress, however they did not call back or respond to follow up attempts. The root is cause determined to be the facility's network environment. With the information available, it is reasonable to suggest that the issue was resolved by the biomed adjusting the network settings/configuration as no follow up was replied too. Most likely the issue was the settings or configuration needed to be adjusted by the biomed. A review of the serial number history shows no recurrence of the reported issue. A review of the facility history shows multiple occasions of network related issues being resolved by the biomed managing the settings/configuration of the facility. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error.